Manufacturer narrative:
Completed information for section a1 patient identifier: sid (B)(6). All available patient information was included. Additional patient details are not available. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer reported a falsely elevated magnesium result generated on the alinity c processing module for multiple samples. Additionally, the customer observed intermittent error message 3062 since (B)(6) 2025. The following example data was provided: (B)(6) 2025, sid (B)(6): initial result = 3.78 mmol/l, repeats = 0.82 mmol/l (3 times), 0.81 mmol/l (5 times), 0.80 mmol/l (2 times). No impact to patient management was reported.

Manufacturer narrative:
The field service representative (fsr) replaced the tubing, peristaltic head (rohs), which resolved the issue. The module function was verified with a control run. Return testing was not completed as returns were not available. The instrument service history for the (B)(6) found no additional false elevated magnesium results were reported post the current event was identified. A review of complaint and trending data for the alinity c processing module did not identify any similar issues related to the alinity c system, and the tubing, peristaltic head (rohs) or discrepant results as described in this complaint. A review of the manufacturing documentation did not identify any issues associated with the complaint issue. Labeling was reviewed and found to be adequate. Based on the investigation, no systemic issue or deficiency of the alinity c processing module serial number (B)(6) or the tubing, peristaltic head (rohs) were identified.

Event description:
The customer reported a falsely elevated magnesium result generated on the alinity c processing module for multiple samples. Additionally, the customer observed intermittent error message 3062 since (B)(6) 2025. The following example data was provided: on (B)(6) 2025, sid (B)(6): initial result = 3.78 mmol/l, repeats = 0.82 mmol/l (3 times), 0.81 mmol/l (5 times), 0.80 mmol/l (2 times). No impact to patient management was reported.